Manufacturer narrative:
B5-additional information: reportedly on (B)(6) 2021 the doctor rotated the lens. The problem is resolved. Av is 0.8. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race- unk. Date of event - unk. Implant date - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +3.5/+3.5/096 (sphere/cylinder/axis) into the patient's left eye (os). The reporter states the lens rotated. Attempts to obtain additional information have not been successful.